Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the anchor detached from the mesh on static side while loading anchor onto needle. A new altis was used successfully. There was no patient contact with the altis that broke.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor detached from the mesh and it was observed to be stuck on the right introducer tip. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the static suture where the anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic suture was still attached to the mesh as received, along with the dynamic anchor & tensioner. Trace amounts of blood residue as noted on the mesh. No abnormalities were noted with either introducer. The information received indicated that the static anchor detached while loading the anchor onto the introducer tip. Quality confirmed the detached static anchor and confirmed that it was still stuck on to the right introducer tip. As the detachment end of the static suture was rough and irregular, this indicated that excess stress was most likely introduced to result in the separation noted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the anchor detached from the mesh on static side while loading anchor onto needle. A new altis was used successfully. There was no patient contact with the altis that broke.